Event description:
Related manufacturer report: 2017865-2025-12608, related manufacturer report: 2017865-2025-12610. It was reported that the patient presented in clinic. Upon interrogation, it was found that the right atrial (ra) lead exhibited high capture threshold, and the left bundle branch (lbb) lead exhibited loss of capture. Fluoroscopy was performed and revealed ra lead dislodgement. It was also noted that the patient had a right ventricular (rv) lead previously capped and replaced on (B)(6) 2023 due to dislodgement. During lead revision procedure, two replacement lv leads exhibited failure to advance in the vessel of the patient, and both leads were not implanted, and a third replacement was implanted instead on (B)(6) 2025. The ra and lbb leads were explanted and replaced. Patient condition was stable.